Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The UDI (unique device identification) is unknown. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. However, it was presumed that the failure was caused by stress during operation, external factors, or handling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the forceps mouth was scraping and the image guide serpentine coat was peeling off. In addition, it had an image guide serpentine wrinkle, insufficient angle, angle knob play, connector deformation, vent corrosion, connector flooding, an image guide serpentine side ore dome scratch, and a light guide serpentine scratch. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus representative reported to olympus, on behalf of the customer, the overall appearance of each part of the evis lucera elite bronchovideoscope had deformation. Upon inspection and testing of the returned device, it was discovered the forceps mouth was scraping and the image guide serpentine coat was peeling off. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunctions of physical stress and deterioration found during evaluation.